Event description:
It was reported that during a hand-assisted right colectomy procedure, the lcsc5 started beeping, but wasn't working. The surgeon converted from hand-assist to a completely open procedure, as he was not able to perform the remainder of the procedure laparoscopically. This increased operating time because the surgeon had to tie with suture from then on rather than using the harmonic scalpel.